Manufacturer narrative:
(B)(4)

Event description:
The customer reports: the basket compressed during use and stuck in place. Device was removed from the motor to free it from the vessel by pulling from hub not the outer catheter. A delay in treatment was reported. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned a ptd catheter with a non-arrow wire guide stuck inside of it for evaluation. The sample was returned with the ptd basket fully advanced out of the sheath. Visual examination revealed the sheath was kinked/twisted on the proximal end. There were white marks on the kinks indicating stress, which is caused when the ptd encounters resistance while being rotated. In addition, coils of the catheter body were exposed, unraveled, and stretched on the distal end. The exposed coils were wrapped around the stuck guide wire, and evidence of use (dried blood) was observed in the exposed coils. No other damage or defects were observed with the ptd basket, sheath or catheter hub. Since the returned wire guide is not an arrow product, it is unknown if it has any defects or anomalies. The sheath was kinked approximately 40-43 mm from the distal end of the assembly hub. The catheter was unraveled 15-80 mm from the proximal end of the tipped basket weld. *note: an attempt was made to remove the wire guide from the ptd catheter. During this attempt, the orange lumen (inside of the tipped basket) accordioned. The wire guide could not be removed from the ptd catheter. Functional testing was performed by attaching the ptd catheter (with the wire guide) to a lab inventory rotator and pressing the black on/off power button. When the rotator was turned on, the basket rotated and functioned normally despite the stuck guide wire. The ptd basket was able to be retracted into the sheath using the torque cable; however, resistance was met while attempting to advance the basket out. This was due to the unraveled distal end of the catheter body. The instructions for use provided with the kit warns that during native fistula de-clotting, an appropriate guidewire should be used with the otw device. Excessive vessel tortuosity (i.e. Tight stenosis alternate with broader segments of vessel or sharp angle of anastomosis) may significantly complicate the thrombectomy procedure. Due to tortuosity, if a guidewire cannot be advanced in the vessel or guidewire cannot cross the clot, then an alternative procedure should be explored. The reported complaint of ptd basket removal difficulty was confirmed based on visual and functional inspection of the returned sample. Visual examination revealed the sheath was kinked/twisted on the proximal end. There were white marks on the kinks indicating stress. In addition, coils of the catheter body were exposed, unraveled, and stretched on the distal end. The exposed coils were wrapped around the stuck guide wire, and evidence of use (dried blood) was observed in the exposed coils. Despite several attempts, the non-arrow wire guide was unable to be removed from the ptd catheter. Since the returned wire guide is not an arrow product, testing could not be performed on it. During functional testing, the ptd basket was able to be retracted into the sheath using the torque cable; however, resistance was met while attempting to advance the basket out. This was due to the unraveled distal end of the catheter body. The damage observed to the ptd assembly is consistent with what occurs when the ptd encounters resistance while being rotated. Based on this information, it was determined that operational context caused the catheter to unravel, twist around the guide wire, and create resistance while attempting to advance the basket out of the sheath. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: the basket compressed during use and stuck in place. Device was removed from the motor to free it from the vessel by pulling from hub not the outer catheter. A delay in treatment was reported. No patient injury reported.